Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor failed per specifications due to high readings. We were unable to confirm that the customer received the sensor in the said condition because the unit was returned opened or used. Also found a bent cannula.

Event description:
Customer reported that she was in a car accident due to unexplained low blood glucose. Paramedics were called to assist customer at scene. The blood glucose reading at the time the paramedics arrived was low. Customer stated that her sensor was giving incorrect readings causing the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.